Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was stated that the insulin pump alarmed several times during night time. The customer stated that he woke up at midnight due to the alarms, had fallen off, and knocked his head. The customer stated that he reconnected and gave himself a bolus at the time. The customer also stated that the bolus history was reviewed and found that he delivered a bolus of 15.0 units twice within a ten minutes difference between each other. Attempted to download his insulin pump onto the carelink, but the customer stated that he was not concerned about the device, and he has resumed use of the insulin pump and no anomalies have been noticed. No further information was provided.